Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with proglide devices, using the preclose technique via a 16f sheath, prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, with one device, a suture break was noticed. A new proglide suture was successfully pre-placed and used in the preclose technique, after the interventional procedure, to achieve hemostasis. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported suture break was confirmed as a needle to cuff miss/suture retrieval issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.